Event description:
Edwards received information a patient with a 19mm 3300tfx aortic valve implanted eight (8) years, 11 months, is being considered for valve-in-valve procedure due to stenosis and regurgitation.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 19mm 3300tfx aortic valve implanted eight (8) years, 11 months, is planned for valve-in-valve procedure due to severe symptomatic aortic stenosis. Cta showed mild hypoattenuated leaflet thickening (halt) and associated hypoattenuation affecting motion (ham). The procedure has not yet been scheduled. Per medical records received the patient presented with fatigue and severe dyspnea. The patient has chronic diastolic heart failure (nyha class iii).

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease , hyperlipidemia, and chronic kidney disease stage 2.